Event description:
Procedure: unk. According to the reporter: the client is reporting that the balloon burst during utilization when the device was inflated with 25cc. All the pieces were retrieved and there was no indication of pt injury.

Manufacturer narrative:
Date initial report sent: 11/21/2007.